Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the wake button was unresponsive when receiver was on top of pump. Customer confirmed pump display turned on when plugged into a power source. Customer technical service educated customer on the pump functionality and what was to be expected. Customer declined replacement pump, stated pump was functioning as intended, and no further assistance was required. Customer¿s blood glucose was 127 mg/dl.